Manufacturer narrative:
(B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the inform system (B)(4) within 10 minutes: 588 mg/dl, 27 mg/dl, and hi (greater than 600 mg/dl). Customer allegedly received the following results, with two different roche meters, within 10 minutes: 113 mg/dl (inform (B)(4)) and 588 mg/dl (inform (B)(4)). Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 27 mg/dl, hi (greater than 600 mg/dl) (inform (B)(4)); 31 mg/dl (lab) results of 588 mg/dl, 27 mg/dl, and hi were taken only once - no duplication of readings. After reading of 27 mg/dl, patient was given orange juice and drank it on her own. No adverse event reported. Requested return of suspect device; however, strips were all used. Replacement was sent.